Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed via review of the controller log files since log files were not available for analysis. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. High pump power may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pathology of the returned pump reported gross findings include mild to moderate abrasions of the lower housing ceramic surface and matching inferior surface of the impeller. Material noted on the inferior and superior surfaces of the impeller and ceramic surface of the upper housing is grossly and histologically consistent with thrombosis. This patient's significant comorbidities and history of reduced anticoagulation and pump exchange put him at greater risk for thrombus and associated sequelae. With review of the reported information, there is no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The patient presented to the hospital with dark, coke colored urine, plasma free hemoglobin (pfh) very high and ldh high. Pump power and flow were elevated. Inr was 3.4 on admission. The patient was placed on heparin and integrellin. Pump parameters initially "came down somewhat" and then started to climb again. On (B)(6) 2015 with assessment the patient was lethargic and displaying slurred/garbled speech with no motor deficits unable to focus and didn't "feel right". He denied headache. Neurology was consulted and CT of the head was negative. Heparin was restarted and argatroban was discontinued. The patient's neurological status improved. After discussions with the patient and family of the risks of a poor quality of life due to his comorbidities despite a successful pump exchange, the patient elected to have a pump exchange. The patient was taken to the operating room for successful pump exchange (B)(6) 2015.